Event description:
It was reported that preparation for an endovascular treatment, the shaft of the device detached. The target lesion was located at the moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr was selected to treat the target lesion. During preparation, the user removed the balloon protector using a straight force. Upon removal from the protecting case, it was noted that the spcb flextome mr cutting balloon shaft was detached from the exit port part. The user then took another of the same device to complete the procedure. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that preparation for an endovascular treatment, the shaft of the device detached. The target lesion was located at the moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr was selected to treat the target lesion. During preparation, the user removed the balloon protector using a straight force. Upon removal from the protecting case, it was noted that the spcb flextome mr cutting balloon shaft was detached from the exit port part. The user then took another of the same device to complete the procedure. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified a shaft break approximately 25.2cm from the catheter tip. Stretching was evident at the break site. The shaft was also elongated from 24.4cm to 24.7cm from the catheter tip. The balloon protector was returned on the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).